Event description:
Consumer reported the time of loss in relation to the implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved. Consumer also reported concerns with pain & bleeding.

Manufacturer narrative:
Consumer reported the time of loss in relation to the implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved. Consumer also reported concerns with pain & bleeding.